Manufacturer narrative:
(B)(4).additional information will be provided once the investigation has been completed.

Event description:
It was reported the footpendal was used to stop coag and the unit sounded like it was still running.

Manufacturer narrative:
Gtin:(B)(4). Visual inspection: the returned unit was a 90s probe, the returned unit was visually inspected under microscope. Electrode and ceramic still attached on the tip. Wear marks, burnt stains, tissue residue were observed on the probe tip. Also observed the shaft was bent, excessive scratch wear marks on the insulation (heat shrink) and lumen. Functional inspection: the probe was connected to a crossfire console and performed an operational simulation using a piece of tissue paper in saline no abnormal condition was observed during the test. The alleged claim of continuous activation cannot be duplicated. However, an excessive signed of fluid ingress observed on the buttons dome after the unit was dissected. The probable root cause/s could be a leak which permitted water to ingress into handle where the electrical components are causing a short circuit and contribute the continuous activation, button stuck on firing position, inadequate gluing/welding of core to handle, user accidentally submerges device in saline, inadequate gluing operations (tip and core/lumen). The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the footpendal was used to stop coag and the unit sounded like it was still running.